Event description:
The customer alleged that fluid had dripped from the probe of the ortho provue analyzer.

Manufacturer narrative:
The customer contacted ocd on account of a note that had been placed on the ortho provue analyzer from a previous shift. The note alleged that fluid had dripped from the probe. An ocd field engineer (fe) arrived on site. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. Probe drip can lead to carry over or cross contamination from microtube to microtube or dilution of reagent or sample. Based on the available information, provue malfunction could not be identified as contributing factor to this incident. Customer error could not be ruled out as a contributing factor this incident. If this incident were to recur undetected, erroneous results may occur, leading to possible transfusion of incompatible blood.